Event description:
It was reported that patient presented to clinic for follow up, the right ventricle (rv) lead demonstrated numerous short episodes of noise. The atrial lead noise was over sensed and resulted in pacing inhibition. No intervention or procedure was performed. The patient had no consequences.